Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultralink (otul) meter was reading inaccurately high. The pt tests her blood glucose 3 times a day. The pt takes sliding scale dosages of novolog insulin via an insulin pump on an unk date/time, the pt claimed that she got a result of "373 mg/dl" on the reported otul meter. Within 10 mins, the pt also tested herself with another meter and got a result of "149 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. After testing, the pt allegedly took an unspecified dose of sliding-scale insulin based on the "373 mg/dl" reading. Shortly after, the pt claimed that she developed symptoms of sweating and shakiness. She retested on the otul meter while feeling low and got a result of "30 mg/dl". The pt administered self-treatment by eating food which helped to relieve her symptoms. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The pt reportedly performed a control solution test that failed. The meter, test strips and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The pt alleged that she took too much sliding-scale insulin based on an inaccurate high meter reading and then reportedly became symptomatic.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.